Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the tip of the handpiece was broken at the beginning of a cataract procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. One opened phaco tip was returned for evaluation. A visual inspection of the phaco tip was performed and deemed nonconforming. The phaco tip is broken at location between the last bend and the beginning of the straight section of the cannula. The break region is very jagged. The wall thickness at the break area is even. The front broken section was not returned. Wear is present on the flange and threads from being on a handpiece. The complaint evaluation does confirm the phaco tip is broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).